Event description:
It was reported to philips that the system failed to boot and squares were displayed on the flex monitor on an azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc and ssd os haswell, reloaded the software, and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).